Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that due to liver failure the customer was unable to control her blood glucose; it was running between 385mg/dl and 400 mg/dl. She was able to decrease it to 180 mg/dl. The caller stated that the customer passed away in a hospital, on (B)(6) 2016. The customer was hospitalized on (B)(6) 2016. The caller stated that the customer had breast cancer, lesions on the lungs, liver failure, had a massive blood clot in the heat and had heart attack. The customer was diagnosed with cancer in (B)(6) of 2015. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death; it had been disconnected approximately six hours prior to passing. The customer did not use sensors. The caller declined returning the insulin pump for analysis.